Event description:
This is a spontaneous event report received by from a health care professional, about a female patient developing an enormous edema one day after application of adept 1.5 l, lot-number unknown, during surgery. The patient entered hospital in 2008 for a laparoscopic enucleation of a myoma by application of a morselator, resulting in a puncture of about 3 cm in diameter. Through this puncture opening, 3 l of adept was applied. One day later, an enormous edema was noticed in the region of lower belly, labia with accentuation on the left side, and thigh, about the sizes of a fist. The patient did not complain about any pains. There was no thrombosis. The reaction abated rapidly, but not completely yet. On the following month, the patient was released from hospital. Currently, it's unknown if she recovered completely. For surgery and on day 1 after surgery, the patient received various medication, it's unknown if the patient received any of these as remedial treatment. Initial baxter medical assessment: vulvar edema is a known side effect described in the adept IFU, that may occur with any larger volumes of liquid instilled intraperitoneally. The reported event is related to the application of an excessive volume of adept (normally one should instill 1000 ml, not 3000 ml at the end of surgery), resolved spontaneously and does not need any therapy or remedial action. It is also known that such events do not prolong hospital stay. In this specific case, symptoms resolved spontaneously to a great extent until hospital discharge. Thus, from the medical and regulatory standpoint the event cannot be categorized as a serious injury. Giving the major error in use, the surgeon needs retaining with special emphasis that the volume instilled should not exceed 1000 ml. Additional/updated information received on 07-nov-2008: this is a spontaneous event report received by baxter from a health care professional, a female patient developing an enormous localized edema one day after application of adept 1.5 l, lot-number unknown, during surgery. The patient entered hospital on original date for a laparoscopic enucleation of a myoma by using a morcellator, resulting in an incision of about 3 cm in diameter in the lower left abdomen. Though this incision, 1.5 l of adept was applied. On day 1 after, an enormous edema was noticed in the region of the labia with strong accentuation on the left side, about the size of a fist. The lower left belly and the thigh were involved too. The patient did not complain about any pain. There was no thrombosis (doppler ultrasound). The reaction abated remarkably and on the following month, the patient was released from hospital. Currently, it's unknown if she recovered completely. For surgery, and on day 1 after surgery, the patient received various medication, the patient received no remedial treatment due to the edema. The patient has a medical history of primary sterility, myoma, allergies against herbs, and house-dust. Follow up 1: additional information received by email from the physician on 06-nov-2008: the physician corrected the amount of adept applied; 1.5 l, only one bag. The lot # used was: 07873003b. The reaction was not treated with medication, but conservatively by putting high the pelvis. The diagnostics for exclusion of thrombosis was done by doppler ultrasound. More additional information received by phone from the physician on 07-nov-2008: the information of hospitalization was corrected: the patient stayed one day longer at hospital. Originally, it was planned to release her on five days earlier. Of the 1.5 l, the liquid was used for instillation, none for irrigation. Follow-up baxter medical assessment: the corrected information regarding the volume instilled confirms a correct application of the product. Clinically the event is to be still categorized as a non-serious. Although, from the clinical standpoint not significant and unexpected, the event has required prolongation of hospitalization by one day. This is why the case is categorized as reportable.